Event description:
A hospital account manager reported that a peritoneal dialysis patient experienced "a sentinel event" coincident with extraneal therapy (a labeled interferent for comfort curve test strips). The reporter indicated that the user facility was concerned about results discrepancies between the inform system and the laboratory, when testing patients on extraneal therapy. Because the initial reporter was unable to provide any additional information, a technical support representative contacted the user-facility's point-of-care coordinator (pocc) to inquire about the event. The pocc stated that, on (B)(6) 2011, the patient's blood glucose was measured on an inform system with a result of 248 mg/dl. Nine minutes later, a venous sample was obtained from the patient and, when tested in the facility's lab, measured 45 mg/dl. Approximately 45 minutes later, patient's blood glucose was retested, on an inform system, with a result of 209 mg/dl. The following day, the patient's blood glucose was reportedly tested on an inform system with a result of 161 mg/dl. A venous sample, collected at the same time, measured 30 mg/dl in the facility's laboratory. Five hours later, an additional comparison was performed with an inform system result of 150 mg/dl and a laboratory result of 36 mg/dl. The pocc indicated that the user-facility later learned that the patient had been on peritoneal dialysis, using extraneal; however, no information about when patient was last dialyzed, prior to hospitalization, was provided. Additionally, the pocc stated that she was unable to provide any information about whether the patient received any treatment, nor could she verify whether an adverse event had occurred. The pocc noted that quality control testing and linearity testing had been performed on the inform systems and that all values were within acceptable range. Although technical support requested the return of the suspect product for evaluation, the pocc advised that the test strips were no longer available for return.

Manufacturer narrative:
Additional information received on (B)(4) 2012 from the drug manufacturer (same event reported on medwatch (B)(4)): on an unreported date, patient began peritoneal dialysis treatment with extraneal viaflex (dose and frequency not reported). On (B)(6) 2011, a physician contacted the drug manufacturer regarding the use of extraneal and blood glucose monitors (no additional details were reported). In (B)(6) 2011 (exact date not reported) patient underwent an unspecified transplant and, post-op, was treated with an insulin drip in the facilities intensive care unit. One-2 days post-op, patient's blood glucose was reportedly high and the wrong glucose monitoring device was reported to have been used during hospitalization (name of device was not reported). Patient was severely hypoglycemic, with glucose levels measuring in the 20's [mg/dl] for approximately 24 hours before the event was recognized. Serum glucose values were reportedly low, while the glucose monitoring device values were high; however, the issue was not identified at that time. The patient was reported to have been comatose "for days." Extraneal had been used in the 24-48 hours preceding the hypoglycemic event. On (B)(6) 2011, a physician contacted the drug manufacturer and indicated that the drug/device interaction may have been the cause of the coma. On (B)(6) 2011, a physician contacted the drug manufacturer and reported that patient experienced kidney transplant rejection (date not provided). On an unreported date, electroencephalography (eeg) and magnetic resonance imaging (MRI)were performed. Eeg results were not reported; however, the MRI showed "slight improvement." A neurologist was assigned to the case and, on (B)(6) 2011, a decision was made by patient's family to be full code. At that time, the patient remained hospitalized and unresponsive except for noxious stimuli. At the time of the drug manufacturer's report ((B)(6) 2012), the patient remained hospitalized and comatose. Myocardial infarction, prior to hypoglycemia, was suspected.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
Correction at the time of the initial report,the manufacturer was unable to verify, after contacting the user facility, whether an adverse event had occurred. Because the original reporter indicated that this was "a sentinel event" (defined by (B)(6) as is an unexpected occurrence involving death or serious physical or psychological injury, or the risk thereof"), the manufacturer filed the initial report accordingly. Following the manufacturer's initial report, a copy of the user facility medwatch (B)(4) was received, which did not allege that an adverse event had occurred. Correction the manufacturer's initial report stated that patient's blood glucose measured 161 mg/dl on the inform system, while a laboratory test measured patient's blood glucose as 30 mg/dl. This information was provided to the manufacturer by the facility's point-of-care coordinator. The medwatch filed by the user facility for the same event (B)(4) reported the laboratory value as 20 mg/dl.